Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tech loaded the device and the first two clips formed correctly. The third clip scissored on cystic duct and duct was cut. An endoloop was then used on cystic duct to control leak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, fifteen clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.